Event description:
(B) (4) clinical study it was reported that following a coronary artery stenting procedure, an occlusion occurred. The lesion being treated was located in the left circumflex (lcx). The physician implanted a bare metal liberte stent on an unknown date. In (B) (6) 2009 coronary ultrasound showed the circumflex branch "visible until the start of section b, very strong flow there as well and accelerates somewhat at the a/b boundary but not so much that it would indicate local stenosis. The circumflex branch of the left coronary artery cannot be visualized as far as the b section, where the stent has been placed." In (B) (6) 2009 the liberte stent was completely occluded. The physician treated the lesion by implanting a 3.0x28mm taxus liberte stent. In (B) (6) 2009 the patient expired with the cause of death listed as pulmonary fibrosis. The autopsy showed the stents were patent.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).